Event description:
This event involved a patient of unknown age and gender with an unknown past medical history who experienced a high power event post heartware lvad implantation. The patient was implanted with a heartware lvad ((B)(4)) on (B)(6) 2012. Approximately six months after the implantation, the patient's lvad demonstrated high power alarms. This was treated with heartware lvad explantation and exchange for another device (presumed to be another heartware device but not confirmed).

Manufacturer narrative:
The site has indicated that the device is not going to be returned to the manufacturer for evaluation; however, attempts to understand why the product is not being returned are on-going. Additional information will be submitted within thirty (30) days of receipt. Product not available for return.

Manufacturer narrative:
(B)(4): product not available for return.